Event description:
The customer reports the ventilator's upper pressure limit potentiometer is erratic causing premature activation of the upper pressure limit. There was no pt injury. The customer will replace the upper pressure limit potentiometer and return the defective part to the facility for further processing to sweden.